Event description:
It was reported by the customer that he believed the insulin pump was not functioning properly due to high blood glucose level of 400 mg/dl. Customer states they had breakfast and treated with 6 units of insulin, but blood glucose levels have yet to go down. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer stated there were numerous air bubbles in the tubing. Customer declined further troubleshooting. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.